Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For the 1 of the reported events, it was recommended to install a suction repair kit, and for 1 event the internal suction hose was re-seated to resolve the issue.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced a malfunction causing loss of suction. These reports were received from various sources. Of the 2 events, 1 did not involve patients, and 1 did involve a patient. There was no patient information available.